Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the battery compartment or battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box revealed unexpected power on reset events on 06/17/2016. There was no damage found to the battery compartment. The battery cap was not returned; therefore, a test battery cap secured to the pump and maintained electrical connection. During testing, the ¿ez-prime¿ steps were performed correctly; no power interruptions occurred during the investigation. The product performed within specification and the reported issue was not duplicated during investigation. The pump¿s cover was removed; no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).